Manufacturer narrative:
This information was provided from user facility report #(B)(4) that was received on 16-sep-2021. The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to a broken rod. As per the reporter, the patient did not follow recommendations to refrain from contact sports. No patient adverse event was reported.